Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to one fo the cylinders had a hole. A surgery was performed to replace the defective device and a malleable prosthesis was implanted. There were no further complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed that the reported cylinder hole was confirmed though product analysis. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in cylinder body. Cylinder 1 has broken fabric threads with bulging when inflated with syringe in cylinder body. There has a leak in proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted; hole in the outer tube was present. Cylinder 2 has a small leak that was the result of a sharp instrument damage which probably occurred during the explanted; hole and tool marking was present in proximal cylinder body. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leak was identified. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to one of the cylinders had a hole. A surgery was performed to replace the defective device and a malleable prosthesis was implanted. There were no further complications.